Manufacturer narrative:
A.1.-a.5. There was no known patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA, and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H11: livanova deutschland manufactures the heater-cooler system 3t. The user request dd procedure species identification is in progress if any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that, as a routine check, samples were taken from heater-coolersystem on 24 october; on 21 november, microscopic examination by culture revealed positivity for acid-alcohol-resistant bacilli. Additionally, it was reported that the device was contaminated by mnt chimaera. There is no patient involvement.

Manufacturer narrative:
A device service history review was performed and revealed that the unit was installed in 2018 and one similar event has been reported in 2023 for this unit and six (6) relevant to other units at the same hospital. Despite follow up attempts were made to gather information about updated customer's cleaning and disinfection procedures, no information was provided. However, through prior follow-up communication for similar cases from same customer, livanova learned that at customer site devices are cleaned regularly per the instruction for use, the water quality monitoring is applied and the h2o2 is daily checked; h2o2 is added when the water in the tanks is changed (each 7 days); a disposable pall-aquasafe water filter with an 0.2 m membrane for tap water or an equivalent performance filter is used and when the device is not used, it is stored drained; the hospital does not use reusable blankets. Before initial operation and storing the heater-cooler, the surfaces and water circuits are disinfected and the device surfaces also after every operation. 3t aerosol collection set is replaced after the allowed use period. The device is placed outside the operation theatre during use. Livanova has implemented a strategy to progressively decrease the probability of bacteria grow in the hc device by applying multiple measures. These actions have been implemented over the past few years through dedicated CAPA and field action. Based on all the available information it was not possible to identify a specific root cause that remains related to environmental condition where the units operate. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.